Event description:
It was reported that while trying to prime a cardiohelp device, several attempts were made to turn the machine on. The unit was unplugged and re-plugged several times. The unit remained in lock mode. A green light above the "on" button was the only light on with nothing being displayed on the screen. The patient's saturation levels rose so use of the cardiohelp was no longer pursued. Pt status was reported to be fine. Maquet service was notified immediately. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). The root causer of the described incident has been determined and investigated. Investigation of the defect mode has confirmed that oe lot of potentially defective capacitors was used to produce the affected lots. The defective booster that boosts the voltage of the batteries from 12v to 24v. This in turn led to insufficient voltage to ignite the backlight of the display. A field safety corrective action was initiated and notification was submitted to (B)(4) on (B)(4) 2013. The device referenced in this report is on for the affected products addressed by the fsca. The cardiohelp device was repaired during the defined time frame documented in the fsca. Because the failure actively occurred, the device was repaired immediately.